Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing elevated high blood glucose (bg) levels (344 mg/dl) due to a sinus infection and a long lasting cold. The customer was using a temporary basal rate setting to manage the high bg levels; however, had forgotten to set the temporary rate this past week and the bg levels were around the high 200s mg/dl. The customer delivered a bolus and set the temporary basal rate to address the high bg. A pump system check was performed and no device issue was identified. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.